Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 139mg/dl (meter), 115mg/dl (lab). Tests were done <10 minutes apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.